Manufacturer narrative:
Concomitant medical product: non bd set and one used 5ml excelsior medical syringe lot 3133243 exp 2020-05-01 0.9% sodium chloride injection; therapy date (B)(6) 2018. Although requested, no information received. The customer¿s report of a leak was confirmed. Functional testing found the set leaked from the top of the silicone segment. Closer inspection under magnification observed a leak from a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The source of the leak is a small hole/damage in the silicone pump segment near the upper fitment. The root cause of the hole/damage could not be definitively determined.

Event description:
The set was received unexpectedly with a report that it leaked, potentially from a crack or flush. Although requested, no further information was received.